Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps reported the green is not disappearing while cutting (tka). Case type : tka.

Event description:
Case number: (B)(4), (B)(6) - mps reported the green is not disappearing while cutting (tka) case type: tka.

Manufacturer narrative:
Reported event: (B)(6) - mps reported the green is not disappearing while cutting (tka). Case type: tka. Product evaluation and results: completed date 2/12/2020: could not duplicate, replaced f-17 card using old hard drive. Sent back new cpci with old f-17 card. No part number for f-17 card as of yet. New f-17 card 504278-06032432. Old f-17 card 504278-05514522. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that (B)(6) was inspected and accepted into stock on 5/7/2018 and was handled. A review of the data revealed that the non-conformance's is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to (B)(6) shows no additional complaints related to the failure in this investigation. Conclusion: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.